Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the motor, which was replaced along with the nose cone, bearings, and other components. Service did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported pt or user injury, and the case was completed successfully with another device.